Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 for light heart failure. The patient experienced peripheral edema and hemodynamic instability; a cardiac catheterization was performed. The patient was discharged on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this investigation. The hospital was contacted for the information and will not provide any additional information related to the event. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 06jul2017. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a4: patient privacy laws in the event country prohibit the release of private patient information and patient date of birth should have been removed from the previous report. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2022, seroma was removed. Stenosis had occurred around the outflow side of the left ventricular assist device (lvad) due to the seroma, which was considered to cause the patient into low cardiac output state. Therefore, the seroma was removed to relieve stenosis.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted imaging confirmed a narrowing of the outflow graft lumen consistent with extrinsic outflow graft obstruction (eogo). The submitted computed tomography images showed evidence of a buildup of biodebris between the bend relief and the outflow graft, consistent with eogo. The patient was discharged and remained ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), until undergoing a routine transplant on (B)(6) 2022. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 introduction¿ of this document lists adverse events that may be associated with the use of the heartmate ii lvas. Section 5 "surgical procedures" provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU specifically states: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief. The line should be straight." Additionally, this section cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. The heartmate ii lvas patient handbook is also currently available. The patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.